Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported the patient got their implantable neurostimulator (ins) removed because they were getting shocked by the device.